Event description:
It was reported that the pt was implanted with an intrathecal baclofen (gabalon) pump in 2006. By the following month, the pt's daily dose of gabalon was titrated up to 153 mcg/day. On two days later, the pt began to experience emotional lability consisting of agitation, shouting and a desire to go home. On the next day, the pt had a fever of 38.1 degrees celsius. On the following day, blood was drawn to test for hepatic dysfunction (please see end of narrative for results). The pt's hepatic dysfunction was treated with neo-minophagen c on the same day and five days later, and adelavin 9 on the same day. His fever was treated with pansporin on the first treatment date. On three days later, the pt's dose of baclofen was reduced to 122.4 mcg/day. For four days in 2006, his fever was between 39.0 - 39.3 degrees celsius. After dose decrease, the pt's speech was slightly better, lower extremity weight bearing capacity was restored and hepatic dysfunction improved. The reporter indicated that the hepatic dysfunction was a likely adverse reaction from lamisil (125) 1t started on the month before, for onychomycosis, the fever was possibly due to a viral infection, and the emotional lability was perhaps due to the treatment turning out to be less effective than the pt had anticipated (a problem with acceptance of the underlying disease?). The reporter indicated that the events were unrelated to the drug and devices. Ast(13-36): twenty days later=14, original date=103, four days later=115, four days later=65, three days later=32. Alt(7-17): the month before=15, original date=88, four days later=195, four days later=127, three days later=69. Ldm(102-213): the month before=154, original date=277, four days later=258, four days later=267, three days later=230. Alp(106-158): the month before=102, original date=188, four days later=1211, four days later=1247, three days later=1027. Y-gtp(12-67): the month before=30, original date=141, 10/06=443, four days later=546, three days later=402. Lap (12-64): the month before=40, original date=74, four days later=153, another four days later=153, same day=160, three days later=121. Che(156-230): same month=87, three days later=98. Pt: the month before=79%, original month=86%, four days later=88%, three days later=85%.

Manufacturer narrative:
This report is being submitted following translation.